Event description:
Spacelabs received a report that on (B)(6) 2014 a patient was burned by lifecard cf digital holter monitor model lcf. The patient removed the holter when it became hot. The patient returned the equipment to the customer the next day at which point the physiologist noted a quarter inch blister on the patient¿s chest.

Event description:
Spacelabs received a report that a patient was burned by a hot holter.

Manufacturer narrative:
The patient stated that she woke up when she felt discomfort from the holter. The holter had stopped working. The physiologist who noted the patient¿s blister stated she also has a history of allergies and sensitive skin. The patient wore the holter inside a patient pouch arranged around her neck. The pouch showed no signs of burn or damage. There was no patient treatment recorded by the customer. The patient did not register additional complaints. It is unclear if the patient¿s blister was the result of heat generated by the holter or sensitivity to the electrode adhesive used with the product. The holter was received from the customer for investigation by spacelabs which confirmed the minus battery terminal had a bad solder joint. There was no evidence of burning at the solder joint or on the patient pouch. Holter monitors are inspected prior to use; therefore, the solder joint defect occurred during patient use. The battery terminal was repaired and then performed to product specification. This report is final and the issue considered closed.

Manufacturer narrative:
The patient stated that she woke up and felt a discomfort where the recorder was, and the holter had stopped working. The physiologist received the holter back next day and noticed a blister about a quarter of an inch long on the patient¿s chest. The physiologist also stated that the patient had allergies and sensitive skin. The holter has been received from the customer for evaluation. An initial investigation showed the minus battery terminal had a bad solder joint. There was no evidence of burning. Spacelabs is still evaluating this reported event and will file a follow up report when the final evaluation is concluded. Placeholder.